Event description:
The pacemaker involved in this notification was implanted in (B)(6) 2007. Reportedly, the pt was hospitalized in (B)(6) 2011 and it was observed that the device malfunctioned. Upon interrogation on (B)(6) 2011, it was found in standby mode and could not be re-initialized completely. Therefore, the device was explanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.